Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis of the device revealed normal battery depletion.

Event description:
It was reported that there was a oversensing and sensing issues. The device is still in used. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was oversensing and sensing issues. The device was explanted and replaced. No patient complications have been reported as a result of this event.